Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 08/15/2012 reporting that the patient experienced a seizure upon waking on (B)(6) 2012; the patient's blood glucose was not tested at that time. The reporter stated that the patient had not yet eaten breakfast and had not delivered any boluses from the pump. The patient was treated with oral carbohydrate on the way to the hospital and the patient's blood glucose was up to 5.8 mmol/l. The patient was no admitted to the hospital but was monitored for post seizure activity prior to being released with a blood glucose of 6.8 mmol/l. The reporter stated that the patient continued on pump therapy, however, the patient was placed on a temporary basal. Troubleshooting indicated that the pump settings were correct. The patient did not have any change in activity or any illness at the time. This report is made based on the allegation that the patient may have experienced a hypoglycemic seizure of unknown cause while using the insulin pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no history from the time of the event was available in the pump due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.